Manufacturer narrative:
Pending evaluation. Concomitant medical device: 350-10-03, size 3 locking clip.

Event description:
Poly swap and gutter debridement. Bony overgrowth limited rom.

Manufacturer narrative:
Section h10: (e3) occupation: physician (g5) PMA/510(k)number: k152217 (h3) it was reported that a 58 year old, weight is 257 lbs patient received a poly swap and gutter debridement. Bony overgrowth limited rom sometime in the middle of may 2019. It was also reported that the devices will not be returned but the poly and implant did not have significant wear. This device was used for treatment, not diagnosis. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event may have been the result of bony overgrowth causing limited range of motion, patient conditions, or a combination of the two, which led to limited range of motion, however: this cannot be confirmed because the revised components were not returned to exactech for evaluation. No information provided in the following section(s): a3, a5, b6, b7, d7, g8, h4, h6, h7 section h11: corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error. (G4) initial awareness date in initial submission should have been 17-may-2019.